Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. (B)(4).

Event description:
It was reported that the device's t-wave discrimination feature inappropriately withholding therapy for true ventricular tachycardia (vt), and that an 'invalid data' message was displayed for the episode. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No patient complications have been reported as a result of this event.